Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The reason for the "low oxygen error" was due to the columns being contaminated with moisture caused high column pressure, low external oxygen, low internal oxygen, and damaged o ring due to the device being dropped. The complaint was reproduced, and a replacement device was provided for the customer.

Event description:
The customer reported to inogen, the portable oxygen concentrator displayed low oxygen error and the alarm system alarmed. In turn, the customer went to the hospital wherein the patient was hospitalized for one day. Reportedly, the patient was diagnosed with shortness of breath and low heart rate. Later, the patient received a replacement portable oxygen concentrator.